Manufacturer narrative:
Investigation is not complete. The cat number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80frn and has a 510k of k865060. Sections d8 and d9: the info on reprocessing of the device was requested; however, no response has been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was to be used to deliver an unspecified medication, at an unspecified rate, via plum pump. At an unspecified time, the male adapter of an unspecified secondary tubing set was connected to the clave secondary port on the cassette of the tubing set for piggyback delivery of an unspecified concentration of oxaliplatin. After an unspecified length of time, it was reported that solution leaked from the luer connection of the secondary tubing set and the clave secondary port. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no add'l info was provided, including if the solution that leaked was cleaned up according to the user facility's protocol and if the tubing sets were replaced and the therapy was resumed.